Manufacturer narrative:
Inspected one opened and used sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned opened and used. Also found needle hub broken and needle bent see attached picture for details.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they inserted the sensor and the site started to bleed. Customer removed the sensor and the cannula was missing. Blood glucose level at the time of the incident was 320 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.